Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient receiving morphine 10mg/ml for a total dose of 2mg/day via an implantable pump for non-malignant pain. It was reported in september 2016 pump was flipping. It was noted there was loose tissue around the pump that may have led, caused, or contributed to the flipping pump. The pump was stated to apparently been manually flipped back over by the healthcare professional in the past. It was noted caller was not informed of this. As stated, the pump pocket was opened, and the pocket was made smaller by suturing the extra space. The pump segment of the catheter was replaced due to twisting and was attached to the existing pump. The pump was placed in a dacron pouch before replacing to pocket. Cerebrospinal fluid flow was seen from the catheter, and a priming bolus was done to fill the catheter. It was noted pump was proved to be flipped. The pump apparently had flipped several times and was manually flipped back over. Hcp opened the pump pocket. The pump segment of the catheter was twisted many times, and hcp untwisted, and csf was freely flowing from the catheter. Hcp decided to replace this piece anyway due to the degree of twisting. The pump segment was replaced and reattached to existing pump. The issue was noted to be resolved. No symptoms reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.